Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) stated they just replaced the ins, but when testing at 2.0 v nad 210 pulse width they were seeing high impedances expect for c-1, c-2, and 1-2. There were no symptoms reported. There were no symptoms reported. The indication for use is unknown.

Event description:
Additional information from manufacturer representative (rep) reported they were not having any success with changing the impedance setting. The rep reported they were getting high impedances. The rep reported there was no success with the second battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.